Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the report that a higher pump speed was necessary for the aortic valve to close during a ramp echocardiogram (echo) could not be conclusively established through this evaluation. The patient underwent a ramp echo on (B)(6) 2021, and it was noted that the patient¿s aortic valve did not close until pump speed was ramped to 7000 revolutions per minute (rpm). A prior echo performed on (B)(6) 2020 demonstrated the aortic valve closing at 5400 rpm. The cause of the reported event was not determined; however, it was reported that the patient had no symptoms or signs of pump dysfunction, and the plan was to continue with routine monitoring. The submitted log files collectively contained data from (B)(6) 2020 through (B)(6) 2021 and found that the pump operated at the set speed without issue. The system appeared to be operating as intended. The patient remains ongoing on (B)(6), with no further related issues reported at this time. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas. Section 5 ¿surgical procedures¿ warns that moderate to severe aortic insufficiency must be corrected at time of device implant. This section of the IFU also warns that patients with mitral or aortic mechanical valves may be at added risk of accumulating thrombi on the valve when supported with left ventricular assist devices. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the cause of the aortic valve not closing until the speed was higher was not determined. There were no heart failure symptoms of signs of pump dysfunction noted. The patient remained on routine management and monitoring.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient underwent a ramp echocardiogram which showed that the aortic valve did not close until the pump speed was ramped to 7000 rotations per minute. Prior echocardiogram on (B)(6) 2021 showed that the aortic valve closed at 5400 rotations per minute. Log file analysis captured instances of no external power events on (B)(6) 2021 @0807 and (B)(6) 2021 @0805 which likely occurred due to dual power lead disconnect.